Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 8 months since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of the reported event could not be identified, nor could the phenomenon be confirmed/reproduced. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the initial evaluation, the user¿s report was not confirmed. The unit was first visually inspected, and no abnormalities were noted. Then the unit was functionally tested and performed as expected with no e333 error present. If additional information becomes available following the device evaluation, a supplemental report will be filed.

Event description:
The customer reported that his olympus visera elite ii video system center began displaying an e333 touch panel failure error during a therapeutic laparoscopic colectomy procedure. According to the initial reporter, only the touch panel was experiencing the issue, so the intended procedure was continued and completed using the subject device. There was no patient harm noted as a result of the failure.